Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter. This was discovered during use. The following information was provided by the initial reporter: upon insertion, puncture was difficult. Unable to use the product. (B)(6) 2020 roi uploaded which does not contain spectral analysis results. A new investigation child record will be opened once ftir testing can be completed. At this time the child record will be closed and the pr will stay in investigation state. Spectral analysis is required to determine the nature of the foreign matter and its root cause. At this time company representatives have limited building access due to covid 19, which will effectively delay the testing and the investigation. A thorough investigation utilizing other methodologies and available information has been completed. The file will be reopened and investigation updated once physical testing is performed.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one un-retracted unit and its original opened packaging. Upon inspection of the received device a bump in the catheter tubing was observed near the tip. The catheter and cannula tip were inspected and were found acceptable per quality specification. The foreign matter observed was sent for further spectral analysis. Testing results returned with silicon, which is the base for the lubricant used on the outside of the catheter and cannula. It was noted that the lube is only located on the catheter and that it is very thick. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a station crash or an operator error. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter. This was discovered during use. The following information was provided by the initial reporter: upon insertion, puncture was difficult. Unable to use the product. On (B)(6) 2020 roi uploaded which does not contain spectral analysis results. A new investigation child record will be opened once ftir testing can be completed. At this time the child record will be closed and the pr will stay in investigation state. Spectral analysis is required to determine the nature of the foreign matter and its root cause. At this time company representatives have limited building access due to covid 19, which will effectively delay the testing and the investigation. A thorough investigation utilizing other methodologies and available information has been completed. The file will be reopened and investigation updated once physical testing is performed.